Event description:
It was reported that the camera head had an intermittent image loss. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, there is corrosion on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported event occurred due to disconnection in cable unit. Additionally, water tightness was lost due to cracked focus ring. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.